Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. The baseline gender/age characteristic is male/76 years old. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Impacts of left bundle/peri-left bundle pacing on left ventricular contraction circulation journal. 2019; 83(9):1965-1967. 10.1253/circj.cj-19-0399. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a pacing lead. The authors discussed where the pacing threshold of the his bundle was high and left bundle or peri left bundle pacing was successful in seventeen out of twenty-one patients. The s tatus/disposition of the four leads is not known and there is no indication of treatment/resolution. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from follow up was received. The event was not related to the product.